Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary. (B)(4) full lead was returned for analysis; no anomalies found. Blood seen on helix.

Event description:
It was reported that there was difficulty placing the atrial lead. Another lead was used. No patient complications were reported as a result of this event.